Event description:
Table went into vertical position with pt on table. Nurse tried to hold pt and strained but was back to work in half-an-hour. The leg extension hit the floor and was damaged.

Manufacturer narrative:
D1: hydradjust urological table d6: mode #: hydradjust IV catalog #: 400005rf